Manufacturer narrative:
Concomitant devices. 5076 implantable pacing lead, (B)(6) 2007 beta blocker, ace inhibitor, warfarin, diuretic, statin, antibiotic. (B)(4). No eval explanation: lead was not returned to the manufacturer.

Event description:
It was reported that the patient had recurrent (B)(6). Transesophageal echocardiography done showed echodensity on the right ventricular lead as it transverses the right atrial lead and 2+ mr with a post leaflet valve echodensity. The system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.